Event description:
It was reported that this brady lead was explanted due to dislodgment which was confirmed through chest x-ray and device testing. A new lead was implanted. No additional adverse patient effects were reported.